Manufacturer narrative:
Corrected b2: outcomes attributed to adverse event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had drawer 6 failed and require maintenance. The field service engineer found that the full height latch in step was missing magnet. The fse replaced intercept in both drawer five and drawer six to fix the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer stated that station is having a drawer 6 failed, they were unable to recover. Station is showing up 'failed/requires maintenance' notice. The customer rebooted the station, but the issue was still persistent. There were no adverse events or injuries reported based on this event.